Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The sales representative reported on behalf of the customer, that the 00505800100, surgairtome two handpiece was found during pre-operative testing on approximately 02jan24 when it was reported ¿shaft becomes hot with use. No one was injured nor is there an incident to report.¿. There was no report of injury, medical intervention or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
An evaluation of the returned device found that the bearing is no longer effective, motor has low speed/torque and had corrosion like deposits within the device. The unit was repaired, evaluation completed and final tested. The unit met all specifications. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be the immersing of the device during cleaning or lack of preventive maintenance. The preventive maintenance was overdue and completed as part of this repair order. The service history was reviewed and found similar failure mode to this complaint. A device history record review found no abnormalities that would contribute to this reported event. (B)(4). Per the instructions for use, the user is advised that the device should be returned for service every 12 month. Continually check all parts of the instrument or its attachments for overheating. If overheating is noticed, discontinue use and return the equipment for service. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the 00505800100, surgairtome two handpiece was found during pre-operative testing on approximately (B)(6) 2024 when it was reported "shaft becomes hot with use. No one was injured nor is there an incident to report." There was no report of injury, medical intervention or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.